Manufacturer narrative:
510(k) number: k160229. Device evaluation: it had been indicated that the complaint device was going to be returned but to date this has not happened. If the device is returned in the future then the file will be updated accordingly. Prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c1798814 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1798814. The instructions for use, ifu0109-6 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "this device is intended for use with an olympus ebus scope". There is evidence to suggest that the customer did not follow the instructions for use in relation to the type of scope used (ifu0109-6). A definitive root cause could be attributed to user error as the user used the device with an incompatible device, as per information provided, a fuji scope was used and as per IFU ¿this device is intended for use with an olympus ebus scope¿, therefore the user did not follow the instructions for use. It is not possible to know how the device performs with an incompatible device therefore the distal needle tip break could have been induced by the scope. It is also possible that difficult target site as per additional information or hard cartilage was hit to access the target site based on additional question information ¿did not puncture airway wall at all ¿ just bounced off¿ could have contributed to the distal needle break. Complaint is confirmed based on the customer's testimony and image provided. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. The broken needle tip was recovered by suctioning up through the scope. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The investigation was concluded on the (B)(6) 2021, this supplement report is being submitted to include the investigation conclusions.

Manufacturer narrative:
510(k) number: k160229. Imdrf annex g code: g04092 - needle. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The tip of the ebus needle broke off and was left in the endobronchial mucosa "as per cc form": needle did not puncture airway wall at all, just bounced off. Doctor saw a tiny metal fragment on the endobronchial mucosa around a mm above the exact site they were trying to penetrate. They managed to suction up through the scope within secretions and needle tip was not left inside. Had a good look around with bronchoscope afterwards and nothing else visualised. A new needle was used again with no issues. Patient was well following procedure. Covid negative. A section of the device did remain inside the patient¿s body. Suction used within endoscope. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Na. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Lungs 11l. Please describe the size of the intended target site. Enlarged node if not with the device in question, how was the procedure performed and/or finished? New cook needle used. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Fuji bronchoscope. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Did not puncture airway wall at all ¿ just bounced off. Saw a tiny metal fragment on the endobronchial mucosa around a millimetre above the exact site we tried to penetrate. Suctioned up through scope within secretions and not left inside pt ¿ had a good look around with standard bronchoscope afterwards. Was the syringe used during the procedure, after the stylet was removed? Na was difficulty experienced while retracting the needle? Na. Was it possible to fully retract before removing the needle from the patient? Na. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was puncture of the target site difficult? Yes. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? None. Did any section of the device detach inside the patient? Yes but was removed via suction using scope. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Na. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? Na.